Manufacturer narrative:
Investigation is not complete. Trends will be investigated. This report will be amended when the investigation is complete. This product was manufactured in another country. The event is the same event as 3003379990-2007-00009, 00010.

Event description:
Allegedly breakage of the alumina head and the alumina insert. Patient felt an incomfort on hip joint in 2007. An x-ray was performed which revealed that the alumina head was broken. Revision surgery was performed two days later. The surgeon found that the head and also the insert were broken. Neck, head and insert were removed and replaced by another neck of the same size, a metal head and pe liner.